Event description:
The user facility reported that during an unspecified procedure, the distal end of the device came apart while in use. Multiple attempts were made via phone and in writing to gather additional information from the user facility regarding the event without success. No significant additional information has been provided to date.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for investigation as of the date of this report. The cause of the user's experience could not be conclusively determined at this time. If the device is received at a later date and/or additional significant information is obtained, this report will be supplemented. This report is being filed as an MDR, in an abundance of caution.